Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during priming process and buffer pad was missing. Customer¿s blood glucose was unknown. Customer reported that there was scratched on screen. The insulin pump will not return for the analysis.